Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported events of the indeterminate endoleak, additional endovascular and surgical procedure based on the medical records and imaging available for review. Procedure related harms could not be determined. However, the index case was determined to be off-label due to a snorkel placed in the left internal iliac artery and coiling in the right internal iliac (use of concomitant products outside the IFU), which may have caused or contributed to the events. Clinical identified anatomy outside the IFU based on the right common iliac artery diameter of 24.5 mm in the seal zone and 31.5 mm proximal, and the left common iliac artery diameter 27.5 mm in the seal zone and 38 mm proximal, which may have caused or contributed to the events. The final patient status was reported to be doing well after successful endovascular and surgical procedures. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. E1: initial reporter, name and address has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a leak at the bifurcation. The physician elected to treat the patient by relining with a gore (non-endologix) excluder device, running a vbx from the contralateral gate into snorkel (previously placed into right hypogastric) and plugging other limb with fem-fem bypass. The patient was reportedly doing fine and the leak was confirmed resolved. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment determined the index procedure was off-label due to a snorkel placed in the left internal iliac artery and coiling in the right internal iliac (use of concomitant products outside of the IFU). Additionally, anatomy outside the IFU was identified based on the right common iliac artery diameter of 24.5 mm in the seal zone and 31.5 mm proximal, and the left common iliac artery diameter 27.5 mm in the seal zone and 38 mm proximal.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with an indeterminate leak located at the bifurcation of the aorta. The physician elected to resolve this event by performing a femoral-femoral bypass using a non-endologix (gore excluder) device. The patient was reportedly doing fine post intervention.